Event description:
Boston scientific received information that on the same day as the implant procedure, right atrial (ra) lead dislodgement was confirmed using fluoroscopy. Dislodgement could not be confirmed prior to the lead revision, because the patient had been in atrial fibrillation (af) and sensing and impedance were the same. Evidence suggests revision procedure occurred immediately after the fluoroscopy confirmation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.